Event description:
It was reported that the insulin pump was delivering boluses that the customer did not program and was experiencing low blood glucose. The blood glucose reading was 6.7mmol/l. It was mentioned that the customer does sports and takes out the infusion set during the workout. Performed the displacement test and passed. Advised the caller to revert to manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.